Event description:
New information received stated that programming changes were made. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06238. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Additionally, the right atrial lead had a history of noise with inappropriate mode switch. Programming changes were discussed, no intervention was performed due to covid-19 safety concerns. There were no known patient consequences.